Event description:
The customer reported that the system was shutting down without command of the operator. There was no pt serious injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver pcb and associated ribbon cable were evaluated and replaced. A filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.